Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion omni-tome pre-loaded sphincterotome was used. Upon removing the sphincterotome, the wire guide channel (of the sphincterotome catheter) was damaged and the guide wire was "gripped". This removed the wire guide from the bile duct as well. Stripping of the wire guide could not be achieved (use of the sphincterotome's wire guide breakthrough channel was not successful when trying to remove the sphincterotome from the wire guide). This was observed with two (2) devices. See mdrs 1037905-2012-00291 and 00292. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory of the product could not confirm the report through functional testing as the returned device had been completely utilized. The breakthrough channel had been fully zipped. The breakthrough channel has been fully utilized preventing a functional evaluation with a duodenoscope. During the visual examination it was noted that the outer edges of the channel presented areas of extreme ripples throughout the entire length of the catheter, thus indicating difficulty with zip exchange. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of difficulty with breakthrough channel splitting. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.